Manufacturer narrative:
No report of patient involvement. The bag-to-vent switch (bvs) kit assembly and bag-to-vent switch cartridge were replaced to resolve the issue.

Event description:
The hospital reported an error that could result in an inability to switch ventilation modes as expected. There was no report of patient involvement.